Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. Further information from the field is that the patient still has a good detection of sounds and voices. The complaint can be re-opened if further relevant information is received.

Event description:
It was reported that the patient doesn't respond to voices and sounds as before. An accident or trauma is unknown.

Event description:
It was reported that the patient doesn't respond to voices and sounds as before. An accident or trauma is unknown.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally an accident or impact might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found.this is a final report.

Event description:
The patient doesn't respond to voices and sounds as before. An accident or trauma is unknown. The patient has been re-implanted on (B)(6) 2016.